Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted and no treatment was prescribed. Twenty days post-implant the patient expired due to unknown causes but the physician stated the likely cause of death was the untreated pvl.

Manufacturer narrative:
Medtronic was unable to obtain information regarding whether an autopsy or explant of the device was performed. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy and the presence of pre-existing patient conditions. No mitigating treatments or procedures were prescribed by physician to address the issue.